Event description:
The facility medwatch was received notifying the MFR of a serious adverse event. According to the vice president and general counsel for the hemodialysis provider, a pt was receiving hemodialysis in the hospital. Admission diagnosis is not known. Approx 1 hour into treatment, the venous line became disconnected from the pt's hemodialysis catheter. A safely hemo-clip device was not used to secure the line to the catheter prior to treatment. The attending dialysis registered nurse noted a drop in the pt's blood pressure and the pt was non-responsive. The code team was summoned to the pt's room. However, the pt had a do not resuscitate order and subsequently, expired. Per the vice president and general counsel, inquiries were made into this event and it was determined a user error by registered nurse performing the hemodialysis was the cause of the line disconnecting from the pt's catheter causing extensive blood loss. Estimated blood loss is not known at this time.

Manufacturer narrative:
The complainant facility was unable to provide a sample for eval. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. Results of MFR investigations pending. Based on the info provided. It is unk how the device may have caused or contributed to the event. The post market clinical department is in the process of reviewing pt treatment data info regarding the reported expiration after an the venous line disconnection. A supplemental medwatch report will be submitted upon completion of the investigation. Please reference associated MDR # 8030665-2014-00123.